Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: one photo and one sample was received by our quality team for evaluation. From visual inspection, black embedded foreign matter was observed on the needle hub. Therefore the customer experience was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Embedded black foreign matter could be generated from the molding process. There is a layer of carbonized material at the injection screw which starts to crack as the carbonized material becomes thicker which thus becomes black particles injected into the mold. The layer of carbonized material was generated from the plastic remains in the plasticizing unit and start to carbonize on the inner wall of the cylinder and on the screw surface.

Event description:
It was reported that needle 18g 1-1/2in tw contained foreign matter. The following information was provided by the initial reporter: "dirt on the hub".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 18 g 1-1/2 in tw contained foreign matter. The following information was provided by the initial reporter: "dirt on the hub".